Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device was power switching between its internal battery and an external battery pack. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an engineering investigation. Review of the device data logs confirmed the reported device power switching between its internal battery and external battery pack and revealed the occurrence of an error related to a battery charger fault (system fault 180). The investigation was unable to determine a root cause for the device power switching due to the external battery was not returned by the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the system fault 180 was device operation at a temperature outside of the device specifications. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was power switching between its internal battery and an external battery pack. There was no patient injury reported as a result of this incident.